Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported high impedance on the atrial lead was noted via a follow-up remote. Complete atrial underseeing on real-time egm was also observed. Multiple inappropriate at/af detections that was due to atrial oversensing was also noted. Programming changes were discussed. Patient was asymptomatic and stable.

Event description:
New information received notes on (B)(6) 2019 programing changes were made. Patient is doing well.